Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Attachment no longer grips saw blade. Case type: tka. Surgical delay: =15 minutes. Did the saw blade fall out of the attachment during cutting? As per the mps: yes the blade did fall out during cutting.

Manufacturer narrative:
Follow-up #2 and final report submitted to update sections g4, g.5.

Event description:
Attachment no longer grips saw blade. Case type: tka. Surgical delay: =15 minutes did the saw blade fall out of the attachment during cutting? As per the mps: yes the blade did fall out during cutting.